Event description:
The patient reported three of the v-go devices have had the needle button popped out prior to the twenty four hour period between three to six hours. The patient elaborated the needle button popped out on its own occurred on (B)(6) 2020 while at work. The patient stated he heard the click sound when the needle button went down on each of them. The patient stated he did not accidently press the needle release button on any of the devices. The patient stated that because of the needle button popping out on (B)(6) 2020 and not being able to immediately replace those devices until he got home he experienced high blood sugar. The patient went into further detail saying on (B)(6) 2020 his blood sugar level went up between 100-130 after he could not immediately replace the device. Then at some point in that same day the patient explained it went as high as 300 which was its worst level for that day. Furthermore, a couple of days later on (B)(6) 2020 when the needle button issue occurred again the patient stated his blood sugar levels went up around 100-130 on that day as well. Then at one point in that day the patient explained it reached 400 which was the worst level. Once the patient got home and attached a new device on both those two occasions his sugar would go back down to a normal range for him which the patient stated was between 90-150. The patient stated he experienced no symptoms on either occasions.